Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for n on-obstructive urinary retention. It was reported by an advanced evaluation patient that they hadn¿t started tracking their symptoms because they had been in the hospital overnight after their procedure additional information was received from the patient on (B)(6) 2020. They reported that they noticed blood on their catheter on (B)(6) 2020. The patient also noticed bleeding and cramping which they believed was caused by cathing so much. No further complications were reported at this time.